Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the proximal to mid right coronary artery, a perforation occurred. Balloon dilatations were performed, but the perforation continued to leak. The 3.5 x 26 mm graftmaster stent was implanted, but the perforation continued to leak. An additional 3.5 x 19 mm graftmaster stent was implanted, and the perforation was sealed successfully. The patient had good flow and was discharged. It was noted that the patient returned with chest pain; however, after tests were performed, it was concluded that this was musculoskeletal pain, and not cardiac related. No additional information was provided.